Event description:
It was reported that there were high thresholds on both right atrial (ra) and right ventricular (rv) leads and the leads would only capture with a unipolar setting. It was noted the patient had been in numerous physical altercations since initial implant. Those events may have contributed towards lead micro-dislodgements that have results in high thresholds. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.